Event description:
Procedure type: lap gastric bypass. Patient gender: unknown. According to the reporter: the clear dome on the device distal end dislodged falling into the patient's cavity, the piece was recovered, delay in or reported 15 minutes. No tissue damage. No patient injury was reported. No other information was provided.

Manufacturer narrative:
(B) (4)